Event description:
Additional information received from the patient requested reimbursement of co-pays for replacement of the device after four months.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# j0546833v, implanted: (B)(6) 2005, product type: lead. Product ID: 3887-33, lot# j0546833v, implanted: (B)(6) 2005. Product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported end-of-service (eos). The device was off/disabled and no longer provided therapy. The patient was just implanted in (B)(6) 2015 and saw elective-replacement-indicator (eri) indication on the programmer and then while trouble shooting with the programmer, the patient reported the eos on the programmer. The manufacturing representative (rep) reported met with the patient regarding the eos. Impedance testing was performed and the results were as follows: a1 0-1-2+3+ 6.5v 450 pw 80 hz group impedances xxx and a2 0+1+2-3- 5.6v 80 hz 450 pw group impedances <(><<)>102. The calculator was showing 3 months. There was an indication of short circuit used in programming. The rep reported no falls/accidents. If additional information becomes available, a follow-up report will be submitted.